Manufacturer narrative:
Note: product reference 4430395 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite st201 reference 4430395 from batch 37034162. Device history record: batch record file number 37034162 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. Another complaint from the same end customer was reported on the batch released in september 2024. Summary of investigation: no sample/picture of the involved device, no x-ray picture, and no completed form were returned for investigation. Only a picture of a central venous catheter was returned for investigation; this picture does not correspond to this complaint. - raw material historical review: the batch records of the catheters included into the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy linked with this type of incident was observed. All raw materials used for the manufacturing were also compliant upon receipt. -manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause: without the complaint sample for investigation, it is not possible to conclude on the exact root cause of this catheter rupture. Conclusion: the complaint is not confirmed as no sample was available for evaluation. It is worth noting that the examination of our manufacturing process and of all the documentation related to the impacted batch have not revealed failure during our production process. This type of incident is a known and well documented potential adverse event of the implantation of access ports. This is a rare incident with celsite access ports (B)(4). If a sample do become available, the complaint will be reopened for further evaluation. No actions plan is foreseen at this time.

Event description:
"Patient with chest x-ray showing a broken catheter with the distal part in the inferior vena cava. Patient is asymptomatic."